Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the white screen and error code occurred due to the charged coupled device unit that was damaged during user handling of the subject device. The event can be prevented by following the instructions for use: "- inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (white screen) was not confirmed. However, due to damage on the charged coupled device (ccd) unit, the image disappears during angulation in the up direction with an error code e216. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using an evis lucera elite bronchovideoscope, there was a white screen. The event occurred during preparation for use. The diagnostic procedure (bronchial examination) was completed with a similar device. There was no procedural delay or patient harm associated with the event.